Event description:
It was reported that a user experienced hypoglycemia after announcing a breakfast meal while the ilet delivered an approximately 3.6-unit meal bolus. The user reported eating low-carb meals, using aggressive correction behavior, and noted that coffee is typically consumed in the morning, after which glucose declined from about 130 mg/dl and reached a low of 42 mg/dl with ilet alerts active. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and stabilization without hospitalization. Investigation included user education and troubleshooting focused on meal announcement accuracy, correction aggressiveness, and alignment of carbohydrate intake with delivered meal insulin. Investigation of this case revealed user-related factors consistent with aggressive corrections and possible incorrect meal size announcements leading to excessive insulin relative to intake. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and correction behavior.